Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure the patient expired. The index procedure treated the de novo, 3.5x20mm, 80% stenosed lesion in the proximal rca (right coronary artery). Treatment consisted of predilation and placement of a 3.5x8mm promus stent, and unknown size taxus liberte stent, and post dilation resulting in 0% residual stenosis. The patient was reported to have expired in 2009. The cause of death and relationship to the study device are unknown.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.